Event description:
The hospital reported the bed assembly was cracked and a piece was missing that the side panel connects to. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bed assembly was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).